Event description:
Placed a new coopervision proclear multifocal toric contact lens in my right eye. Suffered a vitreous humor detachment (vhd) about 8 hrs later. Required dilatation twice in one day for diagnosis and treatment with a topical anesthetic and ocular massage.